Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer had high ketones and a elevated blood glucose, although no value was provided. Ketone levels were identified as life threatening by health care provider. Customer tried to address the bg level by bolusing via the pump. On (B)(6) 2023 the customer went to the emergency room and was subsequently admitted to the hospitalized. Customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released from the hospital on (B)(6) 2023. Tandem technical support confirmed the pump is functioning as intended.